Event description:
Patient presented back to the physician with infection, open chest incision, and oozing. Physician brought the patient into the or and removed the entire inspire system. Patient is currently on antibiotics.

Event description:
Patient presented to the physician with swelling, drainage, and an open chest incision. Physician prescribed antibiotics and is managing the infection. The physician suspects the patient¿s chronic conditions may be affecting wound healing. This resolved the issue.